Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product was discarded so it will not be returned to zimmer biomet. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during product inspection, a hair was found inside of the package. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.